Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
Information received from a healthcare provider (hcp) reported that the patient had a replacement device implanted on (B)(6) 2016 and was experiencing issues. It was noted that the patient had good relief from their previous implantable neurostimulator (ins) and had to replace it due to the device reaching end of battery life. It was reported that less than a month after the replacement was implanted, the patient had concerns of spinal cord stimulator (scs) dysfunction and/or infection due to wound breakdown and failure to heal. The patient was treated with antibiotics and a stay in the ICU for hypotension and renal failure. Two weeks later, the patient had a rash and worsening pain at the ins site. The hcp reported there was also pressure and redness at the ins site, in addition to the increasing pain and rash on the bactrim. Laboratory tests were performed and cultures did not reveal any infection. The next course of action was to do an incision and drainage, removing the entire scs system. It was further reported that the partially dehisced wound at the ins pocket was opened and a cloudy reddish fluid was released under some pressure. The ins was then removed with the leads attached to it and IV antibiotics were administered. The wound was irrigated copiously with antibiotic solution; the wound edges that had degenerated were sharply debrided and trimmed back with a blade. The incised pocket was roughed up to remove any necrotic tissue and hemostasis was achieved with electrocautery. Vancomycin powder was placed in the incision site and a drain was placed and tunneled laterally. The hcp then closed the wound using vertical sutures with nylon and it was dressed with bacitracin ointment and a sterile dressing. It was noted that the patient tolerated the procedure well, was extubated, and then taken to a postanesthesia care unit in stable condition. Indications for use are non-malignant pain and post laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.